Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 27-feb-2020.

Event description:
The customer reported touchscreen failure. The service technician indicated the touchscreen is locked at the bottom of the touch calibration in the maintenance menu. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 10apr2020 b4: (B)(6)2020. The service technician replaced the touchscreen to resolve the reported issue. Patient information was requested however, patient information was not provided by the customer. No patient harm was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.